Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 14 state, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "metal on metal articulating surfaces have limited clinical history. Although mechanical testing demonstrates that metal on metal articulating surfaces produce a relatively low amount of particles, the total amount of particulate produced remains undetermined. Because of the limited clinical and preclinical experience, the long-term biological effects of the particulate are unknown." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-02289 / 2290). Additional MDR filed for the same patient (reference 1825034-2016-02326.

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately seven years post-implantation due to alleged pain, loosening, elevated cobalt and chromium levels, and tissue/bone destruction. Legal counsel reported that aseptic lymphocytic vasculitis-associated lesion and metal ion disease were noted during the revision. A review of invoice history confirms the acetabular cup and the modular head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately 7 years post-implantation due to alleged pain, loosening, elevated metal ion levels, tissue and bone destruction. Legal counsel reported that aseptic lymphocytic vasculitis-associated lesion (alval) and metallosis were noted during the revision. A review of invoice history confirms the acetabular cup and the modular head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in medical records confirmed the patient underwent a left hip revision procedure approximately 7 years post-implantation. During the procedure, evidence of due to alval and metallosis was noted, as was the presence of milky fluid and muscle destruction.